Event description:
It was reported that a malfunction alarm occurred. The impact on the customer's blood glucose level remained unknown as this information was not reported, and the customer declined to answer specific questions regarding this. Technical support advised replacing the pump due to its recurring issues. Customer declined to provide backup method of insulin therapy.